Manufacturer narrative:
Information contained in this report was previously submitted through asr on 18/apr/2016. In response to FDA report number mw5045045. The events of infection, wound dehiscence, drainage, and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation due to infection, wound dehiscence, erythema, and drainage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, via regulatory agency, reported left side infection and went on to report ¿open wound, area of redness, drainage.¿ causality is unknown. Device has been explanted.